Event description:
A customer reported that a hospital had difficulty with air infusion during the fluid air exchange (fax) in a vitreo-retinal procedure. The hosp reported that the infusion tubing failed to let solution through. The tubing was exchanged and the procedure completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).